Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urgency of urination, and cystocele midline. It was reported that the patient had the concurrent procedures of an anterior colporrhaphy, colpopexy, and cystourethroscopy performed during mesh implantation. It was reported that patient underwent revision of mesh and cystourethroscopy on (B)(6) 2009 by due to persistent bladder discomfort and voiding discomfort. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that patient underwent revision of mesh on (B)(6) 2009 due to persistent bladder pain and voiding pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 20/08 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, vaginal itching, interstitial cystitis, urinary incontinence, and urinary frequency.